Event description:
Left total hip replacement on (B)(6) 2009, she received the depuy total hip pinnacle acetabular cup 56 sz mm, pinnacle metal insert 40mm ID x 56mm od, and the articul/eze m-spec femoral head. She has recently developed persistent pain in the left hip which radiates into the left leg. Diagnosis or reason for use: degenerative joint disease of left hip.